Manufacturer narrative:
Concomitant products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 11-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome (fbss) with mixture of neuropathic and nociceptive pain. It was reported that the system initially controlled symptoms but lost effectiveness.  The patient had back and leg pain. The device system was explanted without replacement.